Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt. A 9.0mmx40mmx80cm (5f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications reported and the patient status was in good condition.